Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer experienced the issue during the cartridge load process and could not reload the original cartridge. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy and resolve the issue.